Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 428 mg/dl. The customer treated with manual injection and with the insulin pump. The customer declined troubleshooting. The customer also reported a urinary tract infection and hip pain.